Manufacturer narrative:
No remedial action / corrective action / preventive action / field safety corrective action at this time. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the surgeon struggled with the anterior femoral cut as the saw was extremely tight and on inspection of the instrument there appears to be a narrowing of the slot in comparison to the other side.

Manufacturer narrative:
Summary of device evaluation: an inspection of the returned device confirmed the reported issue, one of the cutting guide slots had been impacted at some point causing the section to deform, therefore reducing the gap/slot for the saw blade. The specification for the gap/slot is 1.50mm to 1.55mm, the actual gap at the open end of the slot has been reduced to 0.83mm. An investigation is being performed in an attempt to identify the cause of the event. A review of the batch records revealed no evidence that non-conforming products were released from this batch. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon struggled with the anterior femoral cut as the saw was extremely tight and on inspection of the instrument there appears to be a narrowing of the slot in comparison to the other side.